Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of voluntary remedial action.

Event description:
During prep, when the tech went to flush the catheter, the hub cracked and came off. No patient impact was reported.